Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had air bubble and leak. The troubleshooting was performed for air bubble and leak. While filling the reservoir customer noticed big air bubble. Customer stated that the leak was past second o ring. It was stated that the displacement test was performed and it was passed. The one reservoir will be and another reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 3 open/used reservoirs. (Transfer guards not returned), using a new lab transfer guards performed pre-fill test to reservoirs per. No air bubbles and no leakage were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles and no leaks. Also ran basal, bolus leaking test: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a paradigm insulin pump. Conclusion: reservoirs no air bubbles and no leaks. Evaluated 1 open/used reservoir( transfer guard, plunger, stopper-plunger and set of o-rings not returned). (B)(4).